Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump black box showed multiple pump reboots. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The battery cap was not returned. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with the test cap and was exercised for 12 hours with no power interruptions occurring. The pump was opened and moisture damage was observed on the printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.